Event description:
During a review of medical records provided, an additional event was identified. The following is based on medical record provided by the pt's attorney: on (B)(6) 2005 - during a hemodialysis treatment, the pt became unresponsive for greater than 5 minutes. A code was called and the pt was transported to the emergency room. On (B)(6) 2005- pt became combative and not short of breath. On (B)(6) 2005- indicated pt will be medicated prior to hemodialysis treatment. All future hemodialysis treatments will be completed at a nursing home residence.

Manufacturer narrative:
This is one event (unresponsiveness) reported for the same pt involving five separate products. A system level investigation is being performed to include all concomitant fresenius products being used at the time of the event. Medical records were provided and reviewed by the post market clinical staff and physician. Medical records indicated the pt had a hemodialysis appointment on (B)(6) 2005 where it was noted that he had a drop in b/p and became unresponsive for greater than 5 minutes. The clinic and hospital treatment sheets from the event which occurred on (B)(6) 2005 are missing. There are no machine settings, lab results or medication logs for the (B)(6) 2005 date. Also there is no death certificate or autopsy report from the alleged death reported to have occurred on (B)(6) 2006. Upon completion of the plan investigation a follow up MDR will be submitted. Reference mdrs #: 1225714-2013-03150, 1225714-2013-03151, 1713747-2013-00493, 2937457-2013-00262, 8030665-2013-00654.